Manufacturer narrative:
A ge service representative performed an onsite investigation. The display adapter was reseated. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system displayed an error and would not boot. There is no report of death or serious injury associated with this event.